Event description:
It was reported that the patient presented for device change-out due to normal eri. An externalized conductor was noted. All electrical measurements were normal. Lead to be monitored via follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.